Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column that was inoperable. It was also reported that the film mode button would not activate, and the collimator leaf was approximately 1/4" inside the displayed view.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the ps3 power supply to correct the vertical lift column failure. The film mode option was not activated in the field service utility suite and was activated for full function of that option. The fluoro functions pcb was replaced to correct the collimator issue. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect ws reported because of this malfunction, that occurred during a procedure.